Event description:
It was reported that the patient was experiencing short duration auto mode switch events since (B)(6) 2017. Upon review of the merlin.net transmission, it was noted that the implantable cardioverter defibrillator was far-r oversensing on the atrial channel resulting in inappropriate auto mode switching. No intervention was performed. The patient remained asymptomatic during the events.